Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was displaying inaccurately high results compared to how the patient felt. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter on (B)(6) 2010 to classify this complaint. Prior to going to bed on (B)(6) 2010, the reporter claimed that the patient tested his blood glucose on the subject meter and obtained a "normal" reading. The reporter informed the mss that the patient manages his diabetes with insulin (no adjustments). The patient reportedly takes novolog before his meals and lantus insulin before bedtime. The reporter confirmed that the patient took his usual dose of lantus insulin after he obtained the normal reading from the subject meter. The reporter alleged that the product issue began at approximately 12:30 am on (B)(6) 2010 when the patient awoke and was "sweaty." The reporter tested the patient's blood glucose with the subject meter, and obtained a result of "232 mg/dl" which the patient and his spouse felt was too high. The reporter stated that the patient treated himself with a glucose tablet and the reporter gave the patient crackers with peanut butter. The reporter denied testing the patient's blood glucose on any other meter. During the troubleshooting session, the cca documented that the patient did not have a control solution to perform a quality control test in the alleged meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained an inaccurate reading on the subject meter, administered his insulin dosage based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.